Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency urge incontinence patient reported that they had a sharp shooting pain in their back from the incision every time that they move. Patient also stated that they thought that one of the wires maybe coming out. No further complications were noted or anticipated.